Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported per the vad coordinator, the patient expired after withdrawal of care, palliative care. It was reported the device operated as intended. The were no reported device issues or malfunctions that could have contributed to the patient outcome. The device will not be returned for evaluation. Additional information states that the cause of death is heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 lvas, serial number(B)(4), cannot be conclusively determined through this evaluation. No alarms were reported in association with the event. The patient decided to go into palliative care and withdrew vad support. The patient ultimately expired on 19dec2019 due to heart failure. The account communicated that heartmate 3 lvas, serial number (B)(4), had been operating as intended and will not be returned for evaluation. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.